Manufacturer narrative:
H3. Evaluation summary: x-ray demonstrated wireform intact, heavy calcification on leaflet 2, and moderate calcification on the host tissue overgrowth on leaflets 1 and 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 3 on the inflow aspect. Host tissue formed a ring on the surface of the leaflets at the inflow aspect. Host tissue on the stent circumference was minimal at the outflow aspect. Sewing ring was cut off around the valve and exposed the wireform on the inflow aspect. Cut off sewing ring fragment was not returned with valve. Wireform was also exposed around leaflets 2 and 3 on the outflow aspect. H10: additional manufacturer narrative: customer reports of stenosis and leaflet immobility were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation could not be confirmed through visual observations. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The root cause for the calcification and pannus remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation. Depending on the severity of the leaflet immobility/leaflet restriction, it may not require intervention or it may require intervention. In this case, intervention was required. The device was returned for evaluation. The evaluation is anticipated but has not yet begun. A supplemental report will be submitted upon completion. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21 mm aortic pericardial valve, implanted nine (9) years and one (1) month, was explanted due to aortic stenosis and regurgitation secondary to leaflet immobility. The device was originally implanted at a different hospital for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a non-edwards valve with no adverse events reported. The patient status was reported as ¿under treatment¿. The device was returned for evaluation.